Manufacturer narrative:
This supplemental report is being submitted to provide results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. His is what I would have wrote: based on the results of the investigation, the foreign material could not be identified, there were no deformations where the foreign material was found, and reprocessing was done according to the IFU. A definitive root cause of the foreign material in the scope could not be determined. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was observed during the device inspection, that the gastrointestinal videoscope exhibited foreign object in the nozzle. There were no reports of patient involvement.